Event description:
The customer stated that when running qc on the cell-dyn 4000, they are getting low platelet optical and higher mcv. The issue was resolved by changing to a different lot of diluent/sheath reagent. There was no report of impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.